Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Peri prosthetic fracture of left hip. Update (B)(6) 2018: spoke to rep. Patient had sustained a non-displaced fracture 2-3 days prior to revision. Patient was told not to weight bear at all, but continued to weight bear and displaced the fracture, causing the stem to subside by a couple of millimeters. Patient was revised using a restoration modular stem construct and cables. Liner was not revised.